Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an unspecified error code. No adverse patient effects were reported.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was returned. A visual inspection found a cracked battery door and a lifting dso seal. During the functional testing, the device alarmed error 46510 at power up and the customer reported issue was able to be duplicated. The most probable cause of the issue is a faulty pwa board. The pwa board was replaced. Other repairs include replacing the dso seal, optic switch, optic switch bracket, battery door, keypad, overlay gray, rear label, side label and tamper seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.